Event description:
On going to remove the catheter from a patient, it sheared off leaving the majority of the catheter in situ. The catheter had to be removed cystoscopically under local anaethetic. This was achieved without any complication.